Manufacturer narrative:
Additional information: annex d code added. Correction: b. Adverse event or product updated. 2. Outcome attributed to adverse event: intervention ticked. 6. Patient ime and imf codes updated. H1. Type of reportable event: serious injury ticked. No further harm was caused to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one sprinter legend rx balloon catheter to treat a lesion. The patient underwent coronary angiography and percutaneous transluminal coronary angioplasty (ptca). It was reported that the balloon catheter broke during the removal process. It was detailed that the balloon catheter was used for dilation during the surgery and it broke during removal. After prompt treatment and an unplanned secondary removal, no harm was caused to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.